Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and hypotension. It was further reported that the right ventricular (rv) lead had high impedance, oversensing and noise. Follow up with the patient's physician's office indicated that the patient had not been seen since the date of the event. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that normal battery depletion was indicated on the ipg. It was also undetermined whether the reported issues of oversensing, noise and impedance were related to the ipg or the rv lead. The ipg was explanted and replaced. The rv lead exhibited rising thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a lead warning for infinite impedances and a possible lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.